Event description:
It was reported that, "the cement mantle became lose so the implants were removed and new implants were placed."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.